Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #18 was removed due to peri-implantitis. Primary stability occurred after placement, 4 months after placement, soft tissue infection occurred around implant top threads, loosening and bone occurred. Local anesthesia administered a removal of implant body occurred due to instability. Will need to wait 4 months for bone to heal to reassess the health of the site. Symptoms as a result of the event: inflammation & swelling.